Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the tip of the infinity instrument drill bit was longer in the software then it was physically. The surgeon would touch bone, and the software would show the tip longer. The infinity taps were navigating accurately. The instruments were re-verified and double checked. The total inaccuracy was about 10-15 mm in depth. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
Additional information: an engineering log review did not indicate any software failures. The site was unable to reproduce the alleged inaccuracy. Per further review of the details regarding the case the passive planar was accurate, then infinity and all other tools (including passive planar) became inaccurate. This indicates something moved between registration and navigation tasks. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the tip of the infinity instrument drill bit was longer in the software then it was physically. The surgeon would touch bone, and the software would show the tip longer. The infinity taps were navigating accurately. The instruments were re-verified and double checked. The total inaccuracy was about 10-15 mm in depth. There was no patient impact reported and no delay to surgery. An engineering log review did not indicate any software failures. The site was unable to reproduce the alleged inaccuracy. Per further review of the details regarding the case the passive planar was accurate, then infinity and all other tools (including passive planar) became inaccurate. This indicates something moved between registration and navigation tasks.